Event description:
It was reported that the patient had a fall due to leg weakness which resulted in hitting the head. It was unknown if the fall was device related. The patient was hospitalized and required stitches to the wound. A reprogramming attempt was done and was able to obtain adequate coverage of all pain areas.